Manufacturer narrative:
The lot number was provided for 4 out of 6 reported malfunctions, therefore, lot history reviews were performed. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records for each malfunction have been received. Five malfunctions are confirmed for perforation. The final investigation identified perforation. The definitive root cause could not be determined based upon the available information. The devices are labeled for single use. (Corporate lot no: gfwa0432, unknown).

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. All reported malfunctions involved patients with no reported consequences. Six patients were reported to be between the ages of 34 and 83. Five patients were reported as male and one was reported as female. Three patients were reported to weigh in the range of 177 and 227 lbs. All other patient information was not provided.